Manufacturer narrative:
Upon investigating the actual device used in the incident, it was determined that the adhesive had failed to bond the remote manager and refrigerator. A field service engineer (fse) cleaned off the failed adhesive and scored the side of the refrigerator with sandpaper to roughen the surface for better bonding. The fse then applied a new adhesive and mounted the unit to the refrigerator. Afterward, the fse verified all bus and harness connections and checked the latch and door function to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, fridge was falling off and hard to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.